Manufacturer narrative:
(B)(4). Results: cardiac tamponade. Conclusions: cardiac tamponade.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The maximum aneurysm diameter was 48mm. The proximal aortic neck was 19-20mm in diameter and 13mm long. The right common iliac artery was 28-17mm in diameter, and the left common iliac artery was 30-24mm in diameter. The right external iliac artery was 7mm in diameter, and the left was 6mm in diameter. The right and left iliac arteries were severely tortuous. The medical history was not reported. It was reported that another manufacturer¿s guide wires were used bilaterally due to the severe iliac tortuosity. All four endurant devices were implanted and remodeled using another manufacturer¿s balloon. After final angiography, the patient¿s mean arterial pressure was 43 mmhg and would not rise. There was no evidence of an endoleak and no evidence of a dissection. It was then discovered that the patient had developed cardiac tamponade. The excess fluid was drained, and the procedure was completed. The patient was stable and transferred to the ICU. The physician stated that the cardiac tamponade was caused by a perforation from a guide wire. No additional information regarding the cause was provided. No additional clinical sequelae were reported, and the patient is fine.